Manufacturer narrative:
Insulin pump passed the displacement test. Active current measurement within specifications. Detailed trace analysis did not confirm low battery alarm was triggered. Backup battery unloaded or loaded voltage (ul vlith) did not drop below 3.7v for consecutive 240 minutes. However, insulin pump received with power loss alarm due to corroded battery tube. Unit received with fading serial number label. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alarm. Customer received low battery alert power prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.